Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h11 special characters removed. The device was returned to olympus for inspection and the reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure <<was/was not>> confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static on image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to fluid in scope connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced a scope communication error e216 code and noisy image. This issue occurred during inspection for use. There were no reports of patient harm.